Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to a low sars-cov-2 titer sample that may produce wavering results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with one patient when using the cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® liat® system. The sample initially generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same sample was repeated on a different cobas liat which generated sars-cov-2 negative, influenza a positive, and influenza b negative results. The positive results were not reported. No patient harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.